Manufacturer narrative:
Verified that the display was missing segments. Isolated to the lcd pcb. The lcd pcb was replaced. (B)(4).

Event description:
It was reported the display was missing segments. No pt harm reported.